Event description:
The user received a questionable triglyceride result for one patient sample. The initial result was 166 mg/dl and was reported outside the laboratory. The doctor did not believe the result because the patient's cholesterol result was 980 mg/dl. The doctor asked the laboratory to rerun the same sample. The tech repeated the same sample with a 1:3 dilution and the result was 3596 mg/dl with data flag. This result was not reported. The tech repeated the same sample with a 1:5 dilution and the result was 5874 mg/dl. This result was reported out and considered the correct result. The patient was not adversely affected. The triglyceride reagent lot number was 65329401 with an expiration date of 11/30/2012. The field service representative could not find a cause. He performed preventive maintenance (pm) where six month and yearly pm parts were replaced as well as the reaction cells and photometer lamp. All checks and tests run as part of pm passed and precision testing was also run. The user ran qc and the recovery was within the user's specifications.

Manufacturer narrative:
Based upon the data provided for investigation, the event is assumed to be caused by o2 depletion in the reaction. It was noted the customer was not using the newest triglyceride application available that has a prozone limit. The issue could have been avoided by using the most recent application. The customer will be advised to update the application to the newer version. No adverse event was reported.